Event description:
New information notes that another instance of non-sustained rv oversensing episodes were observed on a remote transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were discussed. No further information is available.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information available.